Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause is as stated in the event that the surgeon was told by the tech that he was touching the patient's skin. The directions for use contraindicates the following: use during an arthroscopic procedure without a properly placed grounding pad. Also the warnings in the dfu states: always keep active devices away from the patient and user when not in use. Do not insert or withdraw the probe tip from the surgical site while the device is active. The probe tip can remain hot and cause burns after the device is deactivated. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a left knee arthroscopy, the surgeon was using the ablator through the arthroscopy hole to do a lateral release on the knee. He was watching it on the screen when he was told by the tech that he was touching the patient's skin. This patient had extra adipose tissue so he knew that should not be the case that he touched skin already. Surgeon used the ablator again and the same thing happened, causing a 1 1/2 inch diameter burn. Surgeon excised that area of skin and closed with suture. Another ablator was opened to complete the procedure. The patient burn appeared as an area of dry peeling skin similar to a sunburn. Patient was not kept overnight. No pictures of the burn were taken.